Manufacturer narrative:
This complaint is still under investigation. Not returned.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Territory (B)(4) reports that the patient was revised to address disassociation of the liner from the cup. It was stated that the ard tabs were worn off and caused the disassociation. (B)(4). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. It was stated that the anti-rotational tabs were worn off and caused the disassociation. This damage would be a result of the disassociation event rather than the cause. The investigation could not confirm this report without product examination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address disassociation of the liner from the cup. It was stated that the ard tabs were worn off and caused the disassociation.